Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +23.5d) was explanted on (B)(6) 2024 due to lens decentration. No light treatments were performed prior to explantation. An intraocular lens from a different manufacturer was implanted as replacement. Rxsight's first awareness of the event was on 08/05/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional data: d9, h3, h6. The lal was returned for evaluation, however, it was cut into 2 pieces during explantation and is unable to be adequately evaluated due to the condition of the lens. Manufacturer reference: (B)(4).